Event description:
Customer observed a reproducible elevated advia centaur troponin-ultra (tni-ultra) result that did not match the clinical picture or results from an alternate method. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur tni-ultra result.

Manufacturer narrative:
Siemens submitted the initial MDR 1219913-2015-00101 on may 29, 2015 reporting an elevated advia centaur troponin-ultra (tni-ultra) result that did not match the clinical picture or results from an alternate method. September 8, 2015 - additional information siemens received the sample and tested it wtih advia centaur troponin-ultra reagent lot 010091. The sample was tested neat, diluted 1:2 and after treatment with a heterophilic blocking tube. (B)(6). The advia centaur tni-ultra result was significantly reduced after the sample was treated with the heterophilic blocking tube. This is highly suggestive of the presence of heterophilic antibodies in the sample. The instrument is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. 23 patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. 24"

Manufacturer narrative:
A siemens field service engineer went on site and performed preventative maintenance. No instrument issues were identified. Quality control results and calibration were acceptable. Other patient sample results were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The issue appears to be related to the specific patient since two samples from the same patient produced similar results. Siemens has asked the customer if the sample is available for additional testing. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other makers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."